Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported tampon falling apart and was exposed from top of the insertion tube. She did not use the tampon. She experienced this issue with 5 tampons.